Event description:
Hyperglycaemia, vomiting, disturbance of consciousness, and diarrhoea. The pt was treated with insulin drip infusion.

Event description:
Case description: reported by a medical doctor as "hyperglycemia". The report convers a patient who was using novopen 3 (insulin delivery device) since 08/2004, due to type 2 diabetes mellitus diagnosed in 1970. In 2005 the pt suffered from vomiting and diarrhea. Two days later the pt developed dehydration and continued in additional info section disturbed consciousness due to hyperglycemia and was taken to the hosp by ambulance discharge dates unknown). Reportedly the pt's hba1c was 9.9% in 2005 and 11.0% one month later. The pt believed that the novopen did not deliver the correct dose and that the pressure on the injections was uneven. The pt recovered completely from the event three weeks later, however treatment with the product in question was discontinued. Two pt used two different novopen devices and the case is linked to MFR. Report # 9681821-2005-00019.